Event description:
Additional information received indicates the patient had the following underlying health conditions: insomnia, tremor, parkinson¿s disease, peripheral neuropathy, urinary incontinence, hypokalemia, dvt.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information. A patient death was reported to abbott. Event details describe cause of death was not provided. Additionally, no scs system complaints were reported nor were implanted products returned for analysis. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system.

Event description:
Related manufacturer reference number: 3006705815-2021-01370. It was reported the patient passed away (B)(6) 2021. Cause of death is unknown.